Manufacturer narrative:
Additional information was reported that the out of range pacing impedance measurements on the rv lead are still being observed. Attempts are being made for measurements to be uploaded via a remote monitoring system. Further information was requested about obtaining the actual the rv lead pacing impedance values that were measured by the device. Our engineers reviewed the latitude database which revealed that the rv daily lead impedance measurement was enabled on (B)(6) 2011. Because the feature had been disabled until this date, the impedance measurements prior to (B)(6) displayed no actual measurements. The rv daily pacing impedance data obtained from (B)(6) 2011 were all saturated measurements and beyond the capabilities of the device. The point at which saturation occurs is 2,500 ohms. No adverse patient effects were reported. Two years later, additional information was reported that this ICD detected another pacing impedance measurement above 2,000 ohms on the rv lead. This continues to be an ongoing issue. No adverse patient effects were reported. The physician is aware of the out of range pacing impedance measurements since it has occurred since implanted and no longer wants to be informed by boston scientific of these measurements detected by the remote monitoring system. The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this patient¿s previous device (model 1860) was explanted and replaced with a new implantable cardioverter defibrillator (ICD) (model f102). Prior to connecting the patient¿s existing right ventricular (rv) lead to this ICD (f102), the rv lead was tested and displayed pacing impedance measurements of 1,000 to 1,100 ohms. However, after the rv lead was connected to the f102 device, the pacing lead impedance was found to be above 2,000 ohms. All other lead measurements, including shock lead impedance, were normal. The lead connection was verified through a series of troubleshooting steps, but the pacing lead impedance remained above 2,000 ohms. The lead was re-connected to the old model 1860 defibrillator, and the pacing impedance values were again similar to those measured when it was implanted. The rv lead was also tested with a pacing system analyzer (psa) and normal pacing impedance measurements were confirmed. A second defibrillator (model f141) was connected to the lead with similar impedance results of above 2,000 ohms. A test shock of 41 joules was issued, and pacing impedance dropped to 1,600 ohms during maximum output pacing, but returned to above 2,000 ohms when pacing ceased. The ICD (f141) and rv lead otherwise functioned normally and remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received approximately 6.5 years post-implant that measurements greater than 2,000 ohms continued to be observed. High pacing thresholds above 6 v resulting in loss of capture had also developed. Suspecting a lead integrity issue, a revision procedure was performed at which time the rv lead was surgically abandoned and replaced. No adverse patient effects were reported. The ICD remains in service.